Event description:
False (B)(6) advia centaur xp hbsag results were obtained for two patient samples. The patient samples were retested using the advia centaur xp confirmatory assay. The result for one patient was (B)(6). Repeat testing using a different method for this patient was (B)(6). The result for the second patient was (B)(6) initially and repeated (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
The cause for the false (B)(6) result is unknown. Possible contamination of samples is suspected. The instrument is performing within specifications. No further evaluation of the device is required.